Event description:
It was reported this was a procedure to treat a heavily calcified right anterior tibial artery. An armada 14 2.5mm/200mm was inserted and advanced to the target lesion. However, during inflation, it was observed the balloon ruptured at 8 atmospheres. Therefore, the device was removed and replaced with a armada 14 3mm/200mm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.